Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump is malfunctioning. Customer stated that the insulin pump alarms motor error and the piston falls out off the reservoir compartment. Nothing further was reported.